Event description:
It was reported that the device battery vented violently after it was removed from the defibrillator and discharged with a discharging tool. The customer found the battery case open, internal parts dispersed and signs of burn marks and charring on the inside. The reported issue occurred at a garage where the customer stored old batteries. The customer informed that a similar battery venting issue occurred the previous year but had no further details. There were no reports of patient use associated with either incident.

Manufacturer narrative:
(B)(4). Physio-control anticipates the battery return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. One of the battery cell vented and the case cover was broken. A conclusive cause of the reported issue was not determined.